Event description:
Additional information received reported that symptoms appeared to have been prior to implant but were not documented until after enrollment. Enrollment may refer to study enrollment. Status was noted to be ongoing. It was unclear what "status" referred to. No further information was reported.

Event description:
It was reported that the patient had increased urinary frequency with nocturia. The patient was urinating more than 5 times per night. There was a suspected lead malfunction. As a result, the patients lead and neurostimulator was replaced on (B)(6) 2012. The event resolved without sequelae that day.

Manufacturer narrative:
Product ID 3889-28, lot# v517592, serial#, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).